Manufacturer narrative:
Model number/catalog number: sc-2108-50m. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.